Event description:
The patient reported that she wore the pump in the pool around 4 pm. Around 7 pm, she pushed the ok button, got to the wake up screen but could not get to the main menu. The keypad was intact. There was no moisture found behind the display screen or in the battery compartment. The patient reported the buttons click and spring back normally. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas. The up and down arrow buttons did not activate desired pump functions when pressed. The ok button intermittently activated pump functions when pressed. The buttons click and spring back normally. A display lens leak was found. Corrosion was present under the contacts of the up and down arrow buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.